Event description:
It was reported to kendall that a needle had detached from an angelwing blood collection set on completion of a blood draw, and was left in the pt's arm. It was reported to have been removed without difficulty or adverse effects.